Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed a left side rupture. Device has been explanted.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.